Manufacturer narrative:
We are awaiting the return of case log disks. Upon completion of the review of these disks, a followup report will be submitted. Date report submitted to FDA by MFR: 11/16/2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.

Event description:
It was reported the event took place during a paroxysmal af ablation using the ensite navx system with the hansen robot and a cool path duo non-steerable catheter. The physician performed transeptal puncture with a brk needle and slo long sheath. The physician then created geometry using the reflexion spirale catheter without any problem. He then started to ablate the inferior left pulmonary vein using the hansen robot and watching only the 3d navx views. After several ablations, the pt's blood pressure dropped. An xray was performed and the physician believed he was ablating on the la roof instead of the left inferior pulmonary vein. The physician prefers to work with the navx images very zoomed so at this time, the 3d image was dezoomed and it appeared that the cs catheter was not superimposed on the cs shadow. A pericardial effusion was confirmed by echocardiogram. A pericardiocentesis was performed and the pt was sent to the intensive care unit. The pt is reportedly stable with no further consequences. Echocardiogram images did not determine where in the heart the perforation occurred.